Manufacturer narrative:
Additional information: ae term change to possible mi. Date of death changed to (B)(6) 2019. Death classified as non sudden cardiac death. It was reported that the patient may have suffered an mi prior to presenting to the ER (unknown vessel). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the site assessed the event as unlikely to be related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient suffered a sudden cardiac death. The site assessed the event as not related to the anti-platelet medication. The sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the death as a cardiac death. Cec adjudicated the mi as a non-q-wave mi (vessel unknown), 3rd udmi spontaneous, cass site 990 - indeterminate; nstemi by source documentation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated an mi occurred (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 5.5 months post procedure patient suffered fatigue and dizziness. The patient died one day later. The investigator and sponsor assessed the event as not related to the index device and unlikely to the anti-platelet medication.